Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown and caused high blood glucose, with the highest value unknown and described only as ¿high.¿ customer had ketones present but did not report any injury. Customer required assistance from doctor and received IV fluids, and cts confirmed customer was able to resume insulin after explaining that insulin on board and maximum hourly dose reset when pump turned off, instructed customer to fully charge battery, and later confirmed from pump logs that battery was no longer depleting faster than expected while educating customer that daily battery use within a certain range was normal.